Manufacturer narrative:
Concomitant products: 5046-45 lead implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device has had a steady decline in estimated overall longevity on this device given that the output parameters and shock therapy delivery have been static over the past year. It was noted that the patient has had four shocks delivered since implant with consistently high programmed outputs since that time and yet the projected remaining longevity keeps decreasing faster than the calendar time between follow-up checks. The health care professional is wondering how much remaining longevity is really on the device. A response from a company representative indicated that the principal causes for this reduction are increase in atrial event sensing and increased ventricular pacing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.